Event description:
It was reported that subsequent to a 1997 procedure involving a vesica sling kit, the patient experienced pelvic pain, osteitis pubis. The anchors will be removed. The device was not returned for evaluation.